Event description:
Customer reported a malfunction on pump, stating that the screen unexpectedly went blank and the led was not blinking. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer decided to use insulin shots temporarily and planned to call back for further troubleshooting once her charger was available.